Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there was a lack of image on the monitor due to dirt on objective lens, objective lens had discoloration, flare occurred due to a scratch on objective lens, bending angle in up direction did not meet the standard value due to wear of angle wire, connecting tube had a scratch, plastic distal end cover had discoloration and a scratch, light guide lens had discoloration, forceps elevator knob had a scratch, upward/downward/right/left knob had a scratch, protector of universal cord on scope connector side had a scratch, protector of universal cord on control section side had a scratch, flexibility adjustment ring had a scratch, switch box had a scratch, scope connector had a scratch, universal cord had a scratch, grip had a scratch, electrical connector had discoloration due to water leakage, and the adhesive on bending section cover had a chip and a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle exhibited a foreign object. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Examination of the device showed no physical damage near the area where the foreign material was found. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.